Manufacturer narrative:
The insulin pump was received with normal operating currents. Also, passed self-test, unexpected restart error test, rewind test, basic occlusion test and displacement test. Device was unable to prime at 2.5 pound during prime test due to faculty force sensor resistor. Unable to test for excessive no delivery alarms due to prime anomaly. No motor error alarm noted. Motor was tested outside of the device and passed. Unit had minor scratched lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error several times. The insulin pump also alarmed no delivery. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.